Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. G4: premarket identification: k011028/k013227. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that after several loosenings of the unknown zimmer screw (ce-33693-2024 + ce-33694-2024), the implant at tooth site 14 fractured at the collar of the implant. Patient will have to return to place a new implant.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb13, (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) for evaluation. Visual evaluation was performed, there was bone debris on external threads. The implant was fractured at the collar. It appears that a fractured removal tool is stuck inside the implant. DHR review was completed for the subject lot number: 62872984. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 62872984 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant and dental: functional: does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.